Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure on (B)(6) 2008.according to the complainant, post-operatively, prior to discharge, the patient experienced urinary retention. A foley catheter was placed.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).